Manufacturer narrative:
Received the medwatch from the facility jan. 4, 2016, report (B)(4).(B)(4)

Event description:
The medwatch report from the facility states the intended procedure was posterior spinal fusiont4 to pelvis. The event description states "during a posterior spinal fusion, while placing sai screws bilaterally, the tip of the screw inserter broke off within the screw on the right side. This could not be retrieved and was left in place. Further hardware was placed and the surgery continued. Ap and lateral x-rays showed excellent position of all implants. The 2mm piece of the screw driver tip is located within the center of an 8.5mm screw and is locked down by a rod. It is not visible on radiograph. There is no known possibility of it moving or causing harm or any change in the patient."

Manufacturer narrative:
The device history record was reviewed, there are no indications of manufacturing issues associated with the shaft that would have contributed to this event. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the tip broke from a screw driver during surgery, and was stuck in place. The tip remains implanted in the screw head as it was cold welded. A counter torque with a small rod/plug was used to advance the screw to the position needed. The hospital quarantined the instrument.